Manufacturer narrative:
The following fields were updated with corrected information: b5. Describe event or problem: it was reported that the bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: setting: propofol in the syringe leaked out the back of the syringe along the "rubber" edge during surgery. As a result, the patient did not receive sufficient sleep medication and awoke peroperatively. H.6 imdrf annex e grid health effect - clinical code - e2102 - awareness during anesthesia. Imdrf annex f grid health effect - impact code - f24 - insufficient information.

Event description:
It was reported that the bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: setting: propofol in the syringe leaked out the back of the syringe along the "rubber" edge during surgery. As a result, the patient did not receive sufficient sleep medication and awoke peroperatively.

Event description:
It was reported that the bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: propofol in the syringe leaked out the back of the syringe along the "rubber" edge during surgery.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-apr-2023. H6: investigation summary: two samples and photo received by our quality team for investigation. Upon visual evaluation, leakage past stopper is observed. Further evaluation was performed, barrel appeared damage, which likely caused the leak. A device history review was performed for the reported lot 2010072, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with misalignment in the assembly machine. Corrective and preventative action will be implemented. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: propofol in the syringe leaked out the back of the syringe along the "rubber" edge during surgery.